Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 587 mg/dl and high levels of ketones due to occlusion. Ketones were considered dangerous by a healthcare provider. A manual injection was administered to address bg. Customer went to the emergency room where treatment was provided. A system check was performed, and the pump performed as intended. Reportedly, the customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.